Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Additional info was requested, but no additional patient/event details have been provided to date. Should additional info become available a f/u report will be submitted. (B)(4).

Event description:
It was reported that the entire surface of duoderm was wrinkled.